Event description:
It was reported that the patient presented to the hospital for a pacemaker replacement procedure on (B)(6) 2022. While attempting to replace the pacemaker, it was noted that there was a cardiac arrest event due to electric scalpel. This resulted in the pacemaker suppressing pacing more than expected which led to inhibition of cardiac pacing. After multiple attempts, the anomalous pacemaker was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
Reported event of no low voltage output was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Field information indicated the use of electric scalpel during explant, and user manual states that electrosurgical cautery can inhibit pulse generator operation. Analysis performed, including output verification, and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.